Manufacturer narrative:
One fluid warmer received for evaluation. Visual inspection of the device found it to be in good physical condition. A test disposable was installed and device was powered on. No alarms sounded and water warmed and circulated as intended. The low fluid alarm was tested by pressing down on the switch alarm with a piece of tubing inside the reservoir. And once again, no alarm was activated. The reported customer complaint has been verified. As a result, a new float switch assembly was installed and subsequently, tested. Device then alarmed low fluid each time the float switch arm was pressed down. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that low fluid alarm on a smiths medical level 1 hotline low flow systems - hl-90 is not working. No adverse effects reported.